Manufacturer narrative:
Of the 2 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to moisture ingress.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that the one touch ping model pump experienced a temperature with moisture ingress issue. These reports were received from various sources. The patients associated with this allegation (B)(6). Of the reported patients, 0 were male, 2 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #1 06/15/2016: of the 2 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to moisture ingress. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a temperature with moisture ingress issue. These reports were received from various sources. The patients associated with this allegation ranged from 6-42 years of age and between 122 and 122 pounds. Of the reported patients, 0 were male, 2 were female, and 0 were unknown.